Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an health care professional and manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the battery was eroded through the skin, so the entire system was explanted on (B)(6) 2021.